Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-25680. It was reported that the patient presented in clinic. The right atrial (ra) and right ventricular (rv) lead exhibited episodes of noise. Both ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.